Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. When the device was powered on, serial number (B)(4) displayed, however, the serial number on the external label is (B)(4). Internal evaluation of the pump found that the customer had replaced the mechanism assembly, processor pcb and ultrasonic sensor assembly. Review of the device history record shows that unauthorized repair was performed on serial number (B)(4). This authorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited". The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.